Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the stated they met with the patient(pt) yesterday because the pt had a return of symptoms that started 'a couple months ago'. The rep stated that the pt reported having trouble connecting to their ins. The rep met with pt and noted that when they connected to pt's ins the message displayed was eos. The rep was concerned about the short life span of the device though when asked, the rep did not indicate that the pt/hcp made a complaint/allegation against the ins in terms of lifespan. The caller noted he was unable to determine what impedances were or what the pt was the amplitude/parameters were. Agent reviewed in detail the battery spec document for device. Agent making a note that agent did not specify with rep what app was used when eos was displayed (clinician v pt therapy).

Event description:
Additional information was received from a manufacturing representative. It was reported that the app that was used when eos was displayed was a clinician app. The rep stated that a contributing factor of the eos message was because the battery was run around 7ma, high ma. The battery will need to be replaced, however the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.